Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly this component was removed during the revision of another component.

Event description:
Allegedly this component was removed during the revision of another component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.